Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. F6/f8 should have been left blank in the initial report. H5-should have been yes.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured pericardial effusion with tamponade with a "probable" relationship to the impella device used: ¿course complicated by pericardial effusion w tamponade s/p pericardiocentesis. - pericardial tamponade 2.5l removed with pericardial centesis (B)(6) 2024. Unclear if iatrogenic from mcs. Pericardial drain was placed. Plan: - resolved - pericardial drain removed (B)(6). Pericardial effusion with echo evidence of tamponade, drained in cath lab for 2.5 serosang fluid. Successful pericardiocentesis with 1 attempt using ultrasound and flouroscopic guidance. Approximately 2.5l of sanguineous pericardial fluid was drained; contrast injection via the pericardial drain confirmed placement within the pericardium. The pericardial drain was sutured in at the conclusion of the procedure. 3. Given large volume of blood aspirated from the pericardial space, there was concern of myocardial injury during placement of previous mcs devices¿. The patient recovered with no sequelae.